Manufacturer narrative:
D4: serial number was updated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during procedure that the s1 lead had been pulled out of the foramen. Physician decided to explant and replace the lead during procedure on (B)(6) 2021. The patient has effective therapy post operatively.